Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood results reading "hi". Wife of customer states that her husband does not feel well. Customer did not disclose symptoms. Customer could not obtain the lot number because the test strips that were available to troubleshoot were not in the original vial. Customer's wife only states her husband does not look well, that he looks noticeably different. It was suggested to the customer to seek medical attention. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.